Event description:
It was reported that the pump touch screen had visual screen issues. There was no adverse impact to customer¿s blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.